Manufacturer narrative:
Device received on 09/15/2025. Investigation summary: received one (1) used. List #142560488, primary plum set with one (1) used. List #unknown, bag spike adapter with spiros for inspection. Received one (1) photo showing embedded material in the drip chamber. Embedded burnt material was observed inside the drip chamber. The drip chamber was cut open, and the particle was confirmed to be embedded in the wall, not in the fluid path. The complaint of stains can be confirmed. The most probable cause is burnt material embedded in the cassette during the molding process in the manufacturing plant. The embedded material is not in the fluid path, and this does not affect the functionality of the device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was stated in the report that "there are stains at chamber." There was one quantity affected. The event was noted during drug preparation. There was no patient involvement in the event.

Manufacturer narrative:
Additional reporter: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.